Event description:
The customer observed false nonreactive architect hbsag results generated by the architect i2000sr processing module for a 62-year-old male patient undergoing dialysis for kidney disease. The patient¿s hbv dna result was positive. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): sid (B)(6): architect hbsag initial result = 0.02 iu/ml (nonreactive); repeat result = nonreactive hbv dna result = 200 iu/ml (positive). Other result provided: anti-hbc result = 1.33 s/co (positive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 65651fz01 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 65651fz01 was identified.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). Section e1 - facility name: (B)(6). This report is being filed on an international product, architect hbsag, list number 06c36 that has a similar product distributed in the us, architect hbsag qualitative, list number 04p53, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag results generated by the architect i2000sr processing module for a 62-year-old male patient undergoing dialysis for kidney disease. The patient¿s hbv dna result was positive. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): sid (B)(6): architect hbsag initial result = 0.02 iu/ml (nonreactive); repeat result = nonreactive. Hbv dna result = 200 iu/ml (positive). Other result provided: anti-hbc result = 1.33 s/co (positive). There was no impact to patient management reported.

Manufacturer narrative:
This follow up is being submitted to correct the initial coding in section h6 for medical device problem code from a090803 to a090810. Section a1 - patient identifier: complete sample ID is (B)(6). Section e1 - facility name: complete facility name is (B)(6). This report is being filed on an international product, architect hbsag, list number 06c36 that has a similar product distributed in the us, architect hbsag qualitative, list number 04p53, with 510k/PMA/bla number p110029. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 65651fz01 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 65651fz01 was identified.

Event description:
The customer observed false nonreactive architect hbsag results generated by the architect i2000sr processing module for a 62-year-old male patient undergoing dialysis for kidney disease. The patient¿s hbv dna result was positive. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): sid (B)(6): architect hbsag initial result = 0.02 iu/ml (nonreactive); repeat result = nonreactive. Hbv dna result = 200 iu/ml (positive). Other result provided: anti-hbc result = 1.33 s/co (positive). There was no impact to patient management reported.